Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; the tube coming out from the cassette did not attach to the bag and "it just kept on turning". It was further described as "the hose apparently did not attach properly and the liquid had bleached over the base". This occurred before patient connection to peritoneal dialysis therapy. There were no external damages on the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available